Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint of error code 1871. There were no previous repairs noted. The device was in good condition. Visual/functional testing was performed and error 1871 could not be replicated and pump passed functional and accuracy testing. Device passed functional/delivery tests.

Event description:
It was reported that device starts with an error 1871. There was no patient involvement, and no patient harm/adverse event reported.